Event description:
Report of "not being able to sleep¿ is not device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5090933. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain", "fluid building around the implant", and "causing not be able to sleep".

Event description:
A patient reported via a regulatory agency, that they experienced ¿severe pain in their left breast causing not be able to sleep¿, ¿fluid building¿ around the implants", and concern with the product. The device remains implanted. This record is for the left side.